Event description:
It was initially reported through an implant and warranty registration card that a vns patient had undergone a full system replacement due to lead discontinuity. The device was disabled on (B)(6) 2012. Further information was received from their follow up physician stating that x-rays were taken but had yielded no significant findings. The patient used to play with the lead and this was believed to have caused the lead fracture. Although when the event occurred is not known at this time. The explanted devices will not be returned to the manufacturer for analysis. The generator was explanted prophylactically in order to avoid a second operation in the future for the battery replacement and in order to avoid the risk of surgical infection.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.